Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood "came to the level" of the bd vacutainer® multiple sample luer adapter connection and stopped while inserted into the vein, and removing the holder and body from the vacutainer allowed blood to flow again without issue. The following information was provided by the initial reporter, translated from french to english: the nurse wanted to perform a sample for blood test (ref. 368272). She opened the white part of the bd adapter ref. 367300 containing the gray plastic part of the device, which she has fitted to the bd holder ref. 364815 (hcl code: 123005). She then opened the second part of the adapter package (blue part), containing the white plastic part, which she fitted to a microflex vygon microarter (needle) ref. 240.06. She then pricked the patient. The blood came to the level of the vacutainer connection and stopped. The nurse then removed the holder and the body from the vacutainer, leaving only the needle. Blood flowed again without problems (the needle was in the vein). The nurse therefore took the sample with a syringe without any problem. Clinical consequences: 5mn delay of patient care. Sampling done with the syringe and not in the closed system: additional manipulations for the healthcare worker with a significant increase in the risk of exposure to blood. Achieving more difficult gesture (more laborious gesture requiring the help of several workers) to a young patient, so difficult to keep still. -risk of poor quality blood collection: coagulation etc... With possible failure of the blood test and need to do another sample on the patient. The vacutainer adapter has been retained, still assembled with the holder. It is contaminated with blood. The patient does not present any specific infectious risk to our knowledge (hiv, hepatitis).

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clogging and / or no blood flow with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for clogging and / or no blood flow with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood "came to the level" of the bd vacutainer® multiple sample luer adapter connection and stopped while inserted into the vein, and removing the holder and body from the vacutainer allowed blood to flow again without issue. The following information was provided by the initial reporter, translated from french to english: the nurse wanted to perform a sample for blood test (ref. 368272). She opened the white part of the bd adapter ref. 367300 containing the gray plastic part of the device, which she has fitted to the bd holder ref. 364815 (hcl code: 123005). She then opened the second part of the adapter package (blue part), containing the white plastic part, which she fitted to a microflex vygon microarter (needle) ref. 240.06. She then pricked the patient. The blood came to the level of the vacutainer connection and stopped. The nurse then removed the holder and the body from the vacutainer, leaving only the needle. Blood flowed again without problems (the needle was in the vein). The nurse therefore took the sample with a syringe without any problem. Clinical consequences: 5min. Delay of patient care. Sampling done with the syringe and not in the closed system: additional manipulations for the healthcare worker with a significant increase in the risk of exposure to blood. Achieving more difficult gesture (more laborious gesture requiring the help of several workers) to a young patient, so difficult to keep still. Risk of poor quality blood collection: coagulation etc ., with possible failure of the blood test and need to do another sample on the patient. The vacutainer adapter has been retained, still assembled with the holder. It is contaminated with blood. The patient does not present any specific infectious risk to our knowledge (hiv, hepatitis).